Event description:
It was reported that a pt underwent an arthroplasty procedure in 2009. The drain was broken outside of the pt's body during milking of the drain with a clamp. The drain was completely retrieved. There was no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 05/13/2009. Conclusion - the device info for use states " the silicone elastomer suction drain tubing is soft and pliable. It should not be handled or come in contact with pointed, toothed, sharp-cornered or even blunt instruments, as punctures, surface cuts, nicks, crushing or other overstressing can lead to tearing or warping of the tubing and to subsequent failure of the drain and/or fragment retention within the wound. Additional info: the actual device lot number associated with this event is not known. The international affiliate reports the following possible lot numbers: lot 48801isp mfg date: 11/07/2008, exp date: 12/31/2013. Lot 48846isp mfg date: 11/18/2008, exp date: 12/31/2013. In addition, a review of the batch mfg records for the possible lot numbers was conducted and the batches met all finished goods release criteria.